Manufacturer narrative:
Our field service engineer (fse) investigated the anesthesia system onsite. The analysis of the logs shows a fault with the afgo (additional fresh gas outlet) valve. According to additional information, the fse replaced the air gas module. After replacement, operational tests were performed with successful results. No logs have been received and we have therefore not been able to verify the reported failure. Our conclusion is that the replaced air gas module was the cause of the failure. However, the root cause why the part failed has not been established as it was not returned for investigation.

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model # and # h4 manufacturer date were required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20 d4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6677200. H4 ¿ manufacture date - previous manufacturing date: 03/03/2020, corrected manufacturing date: 03/04/2020.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the anesthesia system failed the internal test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).